Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked; further described as "leaked after the set was closed". This occurred after completion of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information to b5: upon the receipt of additional information, it was reported that the transfer set did not leak, therefore, the transfer set is no longer considered as suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.